Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for sciatic nerve injury and spinal pain. The rep called inter-operation (12:20 pm) to report high impedances on multiple contacts. Contacts 2, 5, 6, 9, 12, 13 are greater than 40,000 ohms. The rep reported impedances started to come down while on the call with technical services. It was reviewed possible temporary high impedances. No symptoms were reported. The event occurred on (B)(6) 2018. The rep sent an email the next day ((B)(6) 2018) reporting that they checked the impedances at 5:45 pm using reference electrode 2 and there was an improvement. Avoid alerts decreased and were shown with electrodes 1 (850), 4 (950), 10 (870), 13 (950). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that impedances were checked near the end of the procedure and there were no alerts during intra-op testing. The alerts continued to decline which led the health care provider (hcp) and the manufacturer representative to agree that high impedances might have been due to the use of preservative free normal saline (ns) in the loss of resistance (lor) syringe at the start of lead placement. The patient was receiving good coverage to their pain areas in the pacu. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.